Manufacturer narrative:
Multiple factors can play a role in the tap being damaged. It is not known if any cantilever forces were used during prior use, any bending forces applied will render the instrument more susceptible to breakage. Also the quality of the patient's bone can play a role in damaging the tap. It is also not known if the awl was used prior to using the taps during surgery, as recommended in the surgical technique. Instruments have been tested to withstand 50 surgeries, it is not known how many uses the reported instruments underwent.

Event description:
It was reported that "after examining the instrument in the office, it was noticed that the distal tip is chipped."